Event description:
A report was rec'd from the field indicating that "the end of an olympus flexible cystoscope was blown off and that now the fibers are exposed". The customer contacted the MFR of the device (olympus) and the MFR confirmed that this device should not be processed in the sterrad. However, the customer is alleging that the user's guide states that this device can be processed under the cycle parameters. The customer is also not sure if the cap should be on or off during processing. They have always run it with the cap on without any issues. The customer was advised by asp to always follow the MFR's guidelines for processing.

Manufacturer narrative:
Damaged device. Add'l info was rec'd from the customer indicating the following: the device is less than a year old, and is used by the facility every couple of months. Thus this was not the first time the device was processed, however, the number of cycles for this device is unk. The device has not been previously damaged. The customer indicated that the cleaning process used for this device is as per the device's MFR instructions and that a leak test was performed. Manu-kenz was the cleaning solution used. The cap was in place when it was sterilized. The rinsing procedure included rinsing the device with clear water; however, the customer does not know if rinsing was achieved by immersion or under running water. The facility has not changed the cleaning process or the products used for cleaning devices. The customer indicated that sterrad and maybe ethylene oxide (eto) are the only sterilization or high level disinfecting modalities at this facility. It is unk if an instrument assessment was performed. The MFR of the device only recommends eto. The device will not be sent to asp for eval. It is unk if photographs are available. A third party repair report is not available. There was no break-off or flaking of the device. There was no injury to pts or healthcare workers.